Manufacturer narrative:
Based on the information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 months post implant of perfix plug, patient was diagnosed hernia recurrence, seroma and neuralgia thereby underwent partial removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and seroma as possible complications. Review of manufacturing records confirms product was manufactured to specification. Note the manufacturing date (15-apr-2015) is considered to be a best estimate. This emdr represents the perfix plug (device #2). An additional supplemental emdr was submitted to represent the perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information provided: (B)(6) 2015 - patient was diagnosed with bilateral direct inguinal hernias thereby underwent open repair with implant of two perfix plugs (device #1, device #2). Per operative notes, ¿on left side, there was a large direct hernia defect was dissected circumferentially down to the preperitoneal fat and then a perfix plug (device #1) was placed and sewn, then the patch was applied over and around the cord and secured with sutures. On right side, there was a moderate-sized lipoma of the cord was dissected out. Direct hernia was then circumferentially cauterized down to the preperitoneal fat. An extra-large perfix plug (device #2) was sewn in place with sutures, and the patch was applied and secured using suture." (B)(6) 2015 - patient was diagnosed with nerve pain and nerve entrapment thereby underwent open repair with partial removal of perfix plug (device #2). Per operative notes, ¿in right side, cord structure was freed up off the pubis. One nerve that was going down to the pubic region was freed up and then ilioinguinal nerve was freed up to the mesh. The nerve was fixed to the top of the mesh, therefore a segment of the nerve was cut and removed. The portion of the mesh (device #2) was taken up and closed with suture.¿ (B)(6) 2018 - patient was diagnosed with recurrent direct bilateral inguinal hernia thereby underwent robotic assisted repair with the implant of 3dmax meshes (device #3, #4). Per operative notes, ¿a recurrent right direct hernia was noted between the previous mesh plug (device #2) and the cord structures and epigastric vessels, and the hernia sac was fully reduced. On left side, a recurrent hernia in the direct space medial to the mesh (device #1) at about the level of the pubic tubercle. The hernia sac was dissected free. There was also the beginning of an indirect hernia along the cord structures. The peritoneum was dissected free and large bard 3dmax mesh (device #3) was placed and secured to cooper's ligament medially and the abdominal wall using suture. Then used a large bard 3dmax mesh (device #4) on the right side and secured in the same fashion.¿ attorney alleges that the patient had nerve damage, pain, hernia recurrence and emotional injuries. It was also alleged that patient had removal of ilioinguinal nerve because stuck to mesh, numbness, unable to run or slit at length without pain, cannot lift weights without pain, erectile dysfunction, and high blood pressure.